Event description:
It was reported that the balloon ruptured. An xxl/18-4/5.8/75 esophageal balloon was selected for a percutaneous transluminal angioplasty (pta) procedure in the aorta. During the pta procedure, the balloon ruptured, and the device became difficult to remove. No patient complications were reported, and the procedure was completed successfully.